Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during lens insertion by the surgeon, they reported that the lens felt different than expected. It was described as either too soft or as if it was cracking (cartridge). However, when the technicians are loaded the lens into the cartridge, there were no issues noted. But the lens was successfully implanted, they indicated that this did not feel like the correct or usual performance and that it made the insertion more difficult. Additional information has been requested but is not available at the time of this report. There are two medical reports associated with same event. This file is 2 of 2.